Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a literature publication, that a prospective study was done of 63 patients treated with bkp to evaluate the effects of multi balloon kyphoplasty (bk) on blood pressure, blood gases, and cement leakage. 63 patients with a median age of (B)(6), were treated with bkp, (with pmma in 43 patients and cpc in 20 patients) out of which 31 treated for ovcfs and 32 for osteolytic tumors, including patients treated at multiple levels up to 8. It was reported that there was a transient drop in blood pressure in 2 patients during the simultaneous inflation of all 4 ibts at 4 levels (in 1 patient twice) and a transient drop in blood pressure in 3 patients during cement injections (2 pmma, 1 cpc). It was also reported that 10 patients underwent a rise of inthrathoracic pressure with no adverse cardiopulmonary changes. The blood pressure, end-tidal carbon dioxide partial pressure and arterial oxygen partial pressure registered a statistically significant decrease after the cement placement, but without clinical significance, with the peripheral and regional cerebral oxygen saturation remaining unchanged. Cement leakage occurred in 5 patients, 4 with pmma and 1 with cpc. 1 patient with hemangioma had radiopaque substance leakage towards the epidural space and ivc without subsequent hemodynamic and respiratory changes.